Manufacturer narrative:
We are unable to fully investigate this report as no product number, lot number or sample was provided. It is not known what relationship the icast covered stents have to the reported deaths that occurred within the study period. The presentation concluded the results appear favorable for the zenith iliac branch endovascular graft in combination with the atrium icast stent. Based on the information available atrium has determined that the events described are not related to a product failure. Not available for return.

Event description:
Presentation received: w. Anthony lee, m. F. (2017). Update on the status of the zenith ibd (cook) for hypogastric artery revascularization in the us: from the preserve ii trial. Boca raton, florida. Presentation on behalf of preserve ii investigators method: prospective, multicenter, nonrandomized study. Inclusive of aorto-iliac or iliac aneurysm with unsuitable landing zone for zenith iliac leg graft. 40 patients enrolled from 2014-2015. Five year follow up ongoing. Conclusion: the results appear favorable for the zenith iliac branch endovascular graft in combination with the atrium icast stent. Per the article deaths occurred within the study period.